Event description:
Report received from customer service indicates that the pt's parent called to report that the tubing was leaking although no hole was visible. The leak occurred at the snap connection closest to the machine. The pt awoke and was found wet and leakage was found coming from tubing. Customer service indicates that the pt's parent has the sample. However, pt's parent is retaining the sample pending the determination of whether the pt has an infection. Follow-up required. 5/31/00 quality systems called rn at facility to confer about known details of incident. Rn did not see sample of tubing to evaluate the leak, but pt was brought into center for antibiotics (cefazolin 500mg ip x 1 on 5/14/00). The pt remained asymptomatic. Pt's effluent solution was clear and culture of effluent was without growth or negative. 5/31/00: quality systems spoke with pt and requested that pt's parent call quality systems re: sample availability. 6/2/00: quality systems called parent and requested complaint sample. Parent is refusing to provide sample for eval.